Event description:
It was reported that this patient had spoken to other patients and there are ¿problems with so many people who have the pump.¿ no further details were provided pertaining to who the patients were, what the problems were nor what medication the patients received. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).